Manufacturer narrative:
It was reported that the patient experienced infection at implant site. This report is submitted on 22 september 2020.

Manufacturer narrative:
This report is submitted on 14 april 2020.

Event description:
Per the clinic, it was found that the electrode array had extruded into the external auditory canal. Explant and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on may 5, 2020.